Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
Information received by medtronic stated that the insulin pump had motor error alarm. Customer stated that they were able to clear alarm and able to rewound the insulin pump. The drive support cap was normal. No harm was required during medical intervention. The insulin pump will be returned for analysis.